Event description:
It was reported to clinical affairs from surgeon that an edwards aortic bioprosthetic valve has been diagnosed as stenotic 14 years after implant. Patient received implant of an edwards transcatheter aortic bioprosthetic valve within the suspect valve in a valve-in-valve fashion. Patient is reported as stable.

Manufacturer narrative:
Report of edwards aortic bioprosthetic valve stenosis 14 years after implant; patient was treated via tavr. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthetic stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.